Event description:
It was reported that the bd needle 23ga 1in had foreign matter. The following information was provided by the initial reporter: it was reported that needles were analyzed in the laboratory, using the harmonized standard en iso 7864:2016. The following tests were carried out: sterility test (biological safety cabinet) acidity or alkalinity cleanliness force required to detach the needle appearance length for both skus/batches infarmed indicates that the surface is not smooth, and the presence of foreign material on the surface of the needle was observed (images are provided in the emails). It is also added that the test ¿force required to detach the needle¿ could not be performed. For the ¿cleanliness¿ test, the needle identified above showed the results described in the figure caption: figure 1 ¿ presence of hair shaped particles on the surface of the needle. For the ¿appearance¿ test, the needle showed the result described in the caption of the figure below: figure 2 ¿ the surface is not smooth. For the remaining tests, the results obtained comply with the specifications; however, in view of the above, the identified lot does not comply with the applicable legislation.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.